Manufacturer narrative:
(B)(4). The microcatheter was returned with the concomitant guide wire inside the catheter lumen. The separated tip was found on the guide wire. Microscopic observation revealed that strands of the shaft proximal to tip breakage were disarranged due to accumulated torsion. The separated tip was twisted overall, and scratches were found on the tip surface. At the distal segment of the separated tip, loosened coils of the concomitant guide wire tangled up with the tip. Under the x ray observation, coils were found unraveled inside the tip lumen, indicating that the catheter and the wire were stuck to each other most likely by unraveled coils. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received for this lot. Based on the provided information and investigation outcome, it was presumed that excess torsion was accumulated on the catheter tip while it was being trapped by the tortuous and calcified cto. When accumulated torsion exceeded the product's design limit, it caused the tip to be twisted and restricted wire movement inside the catheter. With the wire being restricted, continuously applied torsion loosened the coils, caused the devices stuck to each other, further damaged the catheter tip, and further unraveled the coils. By tensile stress applied upon catheter removal, the damaged catheter tip was assumed to be torn off. Instructions for use states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the distal tip of an asahi microcatheter detached during a pci (poba) to treat moderately tortuous, moderately calcified cto in the coronary artery. The patient claimed to have a chest pain and underwent pci. Via a femoral access, the microcatheter and the concomitant guide wire were advanced to the cto when the catheter tip became separated. A new microcatheter of the same brand was replaced to resume the pci. Although the pci delayed for about an hour, the patient was well tolerated without problem. No particular action was taken against the separated tip.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.